Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. Flow rate accuracy tests were performed, and the result was out of range. A temperature sensor calibration was performed, and flow rate accuracy was retested. The flow rate accuracy retest passed after the temperature calibration. The reported condition was verified. The cause was determined to be from a miscalibrated temperature sensor. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error. This occurred during delivery and the patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.